Event description:
It was reported that the patient presented in clinic for a follow up. Interrogation of the implantable cardiac monitor (icm) took longer time and there were no egm available. The patient was stable throughout.